Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose ranged from 55-225 mg/dl.